Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's nurse. She stated the patient did not notify the clinic of the error. The nurse stated the patient was doing fine and that she would follow-up with them regarding the error. This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained by baxter, the cause of the error was air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient explained that she disconnected to use the restroom and when she got back, the homechoice (hc) had advanced to the drain cycle. The patient reconnected and the hc alarmed with the system error 2240. The lot number is unknown therefore a batch review was not performed. On the homechoice apd systems patient at-home guide instructs patients how to disconnect for a short time period. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 1. The patient explained that she disconnected to use the restroom and when she got back, the hc had advanced to the drain cycle. The patient reconnected and the hc alarmed with the system error 2240. (B)(4) had the patient disconnect and cycle power twice to clear the error. (B)(4) then advised the patient to start with all new supplies. Product surveillance contacted the patient who explained she did not recall the error. Product surveillance attempted to explain the initial call, but the patient was unable to remember. The patient was able to continue therapy. No further information was reported. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.